Event description:
On (B)(6) 2019, a patient in japan underwent a procedure for the placement of a naso-jejunal (nj) tube. On (B)(6) 2019, the patient experienced pneumonia. On (B)(6) 2019, the pneumonia resolved.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.